Manufacturer narrative:
The technician replaced the slide bracket to repair the bed.

Event description:
Information received indicates the left head siderail would not latch into the raised position due to a bent slide bracket.